Event description:
It was reported that a malfunction alarm occurred with a specified malfunction code. The customer's blood glucose level did not exceed 500 mg/dl, indicating no significant adverse impact. The customer was unable to reset the pump immediately due to the lack of charging supplies, but technical support provided information and assistance for pump reset, and the customer planned to follow up once they had their charging pad. Customer was able to continue to use the pump.